Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Impact code: (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spy discover catheter and a spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that a spy discover catheter and a spyscope ds ii were used in the biliary duct during a spyglass discover procedure performed on (B)(6) 2022. During preparation, the spy discover catheter didn't work, no image on the screen. They tested the controller with a spyglass catheter and still did not work, could not illuminate the catheter. The catheter was disconnected and reconnected back in. The controller was rebooted; however, the problem was not resolve. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.